Event description:
It was reported that the stretcher started to do a trendelenburg when the reversed trend pedal was activated. Adverse consequences and medical intervention were reported for the patient during this event, further information was not provided. A stryker representative inspected the stretcher, and everything worked as normal. The event was identified as a user mistake

Event description:
There was a patient involved, however it was confirmed that no injury occurred as a result of the alleged issue.

Manufacturer narrative:
It was confirmed that no injury occurred during this event.